Event description:
A user was performing CPR on a patient, another person operating the defibrillator instructed users to stand clear when charging the defibrillator, the user performing CPR was shocked. The reporter stated that the user performing CPR felt a shock. The complaint was initially reported as a serious injury until philips received confirmation that there was no harm from this event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that a healthcare professional was mistakenly shocked during CPR. The device was in use on a patient. The healthcare professional was mistakenly shocked while performing chest compressions. The outcome of the healthcare professional is no harm with the signs and symptoms of the event resolved. We cannot rule out that this event was a serious injury, as the reporter stated that the healthcare professional felt energy enter their body through their hands.